Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Computed tomography (CT) abdomen without intravenous contrast was performed as the patient had abdominal pain. Unchanged filter was noted. After one year and six month later, computed tomography (CT) abdomen without intravenous contrast was performed to assess the inferior vena cava filter. There was an inferior vena cava filter below the level of the renal veins. A few of the tines of the inferior vena cava filter extended beyond the confines of the inferior vena cava into the pericaval/mesenteric fat. There was no filter migration. The filter was tilted to the left with its proximal cone lying on the wall of the inferior vena cava possible embedded in it. Only 11 total struts were seen. One strut was missing which represented a fracture with migration of the missing strut off the image set. Therefore, the investigation is confirmed for alleged filter tilt, perforation of the inferior vena cava, and the filter limb detachment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.